Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported infusion set leakage at insertion site on (B)(6) 2026 and it has been in use for one day.